Manufacturer narrative:
Investigation summary : with the available information, boston scientific concludes this device's delivery of a shock may have contributed to an unintentional induction of or acceleration of an arrhythmia. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Risk review: a risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: investigation determined that this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Boston scientific developed and released a software update for the emblem s-ICD product family that is intended to reduce the potential of a delivered shock resulting in an induced/accelerated arrhythmia.

Event description:
It was reported that the patient presented to the hospital after an episode of syncope and loss of consciousness. It was discovered that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had delivered an inappropriate shock due to t-wave oversensing during the patient's supraventricular tachycardia (svt) arrhythmia. This shock accelerated the rhythm into ventricular fibrillation (vf). Additional shocks from the device converted the rhythm successfully. It was noted that the r-wave amplitude was too low for reprogramming. Therefore, this s-ICD system was deactivated and surgically abandoned. A new transvenous ICD system was placed at this time to better suit the patient. No additional adverse patient effects were reported.

Event description:
It was reported that the patient presented to the hospital after an episode of syncope and loss of consciousness. It was discovered that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had delivered an inappropriate shock due to t-wave oversensing during the patient's supraventricular tachycardia (svt) arrhythmia. This shock accelerated the rhythm into ventricular fibrillation (vf). Additional shocks from the device converted the rhythm successfully. It was noted that the r-wave amplitude was too low for reprogramming. Therefore, this s-ICD system was deactivated and surgically abandoned. A new transvenous ICD system was placed at this time to better suit the patient. No additional adverse patient effects were reported.